Event description:
Ventilator peep setting could not be adjusted below 10cm h20. Infant removed from ventilator after a couple of breaths. Ventilator exchanged out. No harm to infant. Assesment of ventilator revealed that the exhalation mushroom valve was unseated, therefore not allowing peep to be adjusted. Viaysis repair service tech evaluated ventilator on 09/27/2004. Event documented as an isolated incident. Ventilator approved for use by viaysis.